Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Broach handle does not lock. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the device exhibits signs of impaction on areas that are not designed to be impacted. A functional test to assess the allegation on will not lock/ unclok, was performed with mating sample broach and it was observed the device was unable to hold the broach properly. The complaint condition was replicated. The investigation was able to confirm the reported event. Based on observations on the device, the potential cause can be attributed to an unintended use since impaction forces applied to device on not intended areas could result on affecting mechanism which is not designed to absorb them the overall complaint was confirmed as the observed condition of the would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. Corrected h3.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). B3: date of event is an unknown date in 2023. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handle does not lock. There was no patient consequence or surgical delay reported.